Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device log file. The device was recertified and returned to the customer. Review of the device log confirmed the signal was lost and appeared to be due to the defib electrodes disconnecting from the CPR adaptor. The log indicated CPR pads were installed into the CPR adaptor which was connected to the multi-function cable. The device detected defibrillation electrodes were applied to the patient and the device responded by displaying a signal via the pads lead view to the user. At 13:57:48 the device detected defibrillation electrodes were applied to the patient and the device responded by displaying a signal via the pads lead view to the user. At 14:04:13 the signal is lost and the defib cable ID changed to an 18, which indicates the device no longer detected electrodes as being connected to the CPR adaptor. This does not appear to be due to a malfunction with the CPR adaptor or electrodes. The customer description also supports this series of events, as the original set of electrodes worked with the backup device. There is no indication the electrodes were ever re-connected to the adaptor. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 79-year-old male patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.